Event description:
The customer has several 12-lead ecgs for which they disagree with the 12-lead algorithm interpretation.

Manufacturer narrative:
(B)(4). The customer has several 12-lead ecgs for which they disagree with the 12-lead algorithm interpretation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.